Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board. System operates as intended. This MDR is related to ge healthcare complaint number (B)(4).

Event description:
The customer reported the system will not fluoro. No patient injury was reported.